Event description:
The patient underwent routine video capsule endoscopy ofr evaluation of unexplained iron deficiency anemia. Prior upper endoscopy and colonoscopy had demonstrated a hiatal hernia, however, no esophageal obstruction had previously been identified. Afer swallowing the capsule, the patient immediately experienced a choking sensation and chest discomfort. Despite drinking clear water, the capsule remained lodged in the esophagus for approximately 2-3 hours. Imaging confirmed that the capsule had not progressed beyond the esophagus. Because the capsule failed to pass spontaneously, the patient was transferred to the surgical center for urgent upper endoscopy.